Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor. The customer states the pump was not communicating with sensor for lost sensor. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as low as 36mg/dl, and as high as 475mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The customer was advised the device did not communicate due to incorrect ID. The customer was assisted with programming correct ID.